Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. This failure is due to a faulty input connector so the faulty input connector / backshell assembly was replaced. The baton was plugged in, all the tests were performed again and the correct image appeared on the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device, if bumped in the back, would suddenly show only lines across the screen and wouldn't produce an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.